Manufacturer narrative:
A product history record (phr) review of lot 18257302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7 mm x 40 mm precise pro carotid stent got dislodged during deployment and missed the carotid lesion. Another 7 mm x 40 mm precise pro carotid stent was used to cover the lesion to complete the procedure. There was no reported patient injury. The stent was not removed and remained in the patient after it jumped. A non-cordis wire was used to complete the case. The device was prepped in the tray. The tuohy borst valve was closed when received and remained closed prior to device removal from the tray. The stent remained constrained within the outer sheath when removed from the tray. Difficulty was encountered flushing the stopcock and the stent delivery system. The intended target lesion was the right internal carotid artery and was not located at the carotid bifurcation. The target vessel diameter was 7 mm and lesion length was 40 mm with 90% stenosis. The lesion was calcified, and the vessel was not tortuous. A 7f 90 cm non-cordis sheath introducer was used and no guiding catheter was used. The stent delivery system did not pass through acute bends; however, difficulty was encountered during advancement and tracking. No unusual force was used during the procedure or deployment. No thrombus was present. The lesion was pre-dilated using a 0.14 rapid exchange system. Resistance was noted while crossing the lesion, and the system passed through a previously placed stent. The inner shaft position was maintained during deployment. The device is not available for return as it remains in the patient.